Manufacturer narrative:
(B)(4). Evaluation summary: although it was reported that the suture pulled out from the vessel, evaluation of the returned device does not match the reported event. The analysis of the returned device found the plunger still in pre-deployed position with slack on the link. No evidence of dried blood was found on any parts of the device. During the investigation, the plunger was deployed and both cuffs were captured. Since the device preformed according to specifications, the possible cause for this event could not be determined. The possible cause for the suture being pulled from the vessel is not enough tissue was captured, the device was deployed outside the artery, or the operator applied excessive pressure on the suture while attempting to advance the knot. Review of the device lot history record did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there have been no indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure using a 6f sheath. Reportedly, while advancing the knot, the sutures pulled out. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Though requested, additional information was not provided.